Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04402 / 04403).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6), 2015. During the procedure, the surgeon had difficulty utilizing the screws, resulting in a delay of greater than an hour. The screws and plate had to be removed and replaced. During the procedure, it was further noted that patient also experienced a hemorrhage.